Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing the customer's blood glucose to be displayed as ¿high¿, although the specific value was unknown. The customer addressed the situation by administering a correction bolus via the pump and did not require third-party assistance. Technical support confirmed the alarm and decided to replace the pump. Customer reverted to an alternate method of insulin therapy.